Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the pulse generator header. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)